Event description:
This rv lead was turned off and replaced on (B)(6) 2018 due to insulation breach. A portion of this lead remains in the body, but is not active. The ra lead was capped and not replaced due to loss of capture and chronic afib.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.